Event description:
Malfunction alarm code malf 9 was reported. Customer¿s blood glucose level remained below 500 mg/dl, indicating no adverse impact. Technical support provided instructions to reset the pump, which resolved the issue as the malfunction did not recur. Customer was advised to continue using the pump and to report any future malfunction codes.